Event description:
The following information was provided: as per pss implant request: proximal migration of distal femoral replacement, femur. Patient had tibial plateau fracture treated non-operatively by outside group. Underwent tka by my colleague with stemmed tibial component and augment. Ts. Unnoticed medial femoral condylar fracture until 6weeks post op. Femoral fixation compromised with significant development of varus deformity. I revised to dfr with problematic cortical-collar contact due to patient anatomy and femoral cortex thinning.